Event description:
Procedure: egd with biopsy, endoscopic ultrasound with fine needle aspiration physician: dr (B)(6) md, anesthesia. According to the report, when he tried to pull the stylet out of the ultrasound biopsy needle, the plastic top came off the stylet.